Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Review of the history log found multiple upstream occlusion messages. The confirmed symptom was found to be caused by wide inscribed pin dimension on the upstream sensor. The upstream sensor was replaced.